Event description:
Received info that all insulin deliver stopped. Reportedly customer's blood glucose level was 105.

Manufacturer narrative:
The device has been received for evaluation. However, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.